Event description:
Additional information was received on (B)(6), 2011 when clinic notes from the physician were received. The clinic notes dated (B)(6), 2011 again mentioned that the patient has a history of obstructive sleep apnea. No further information has been received to date from the physician. If additional information is received, it will be reported.

Event description:
It was reported through clinic notes received, that the pt had been experiencing an increase in his seizures and obstructive sleep apnea. On (B)(6), 2007, clinic notes indicates that the patient had been experiencing an increase in seizures. There were no medication changes reported, and that the pt had not missed any medication doses. The pt did have surgery, with a couple of seizures occurring after the surgery. However, the seizures had gotten worse. At that time, the pt's off time was reduced to 3 minutes. The physician stated, in the clinic notes, that the device was functioning properly. On (B)(6), 2008, clinic notes indicate that the pt has been having more frequent seizures as well as pain in the left chest wall. At that time, the physician reduced the pt's off time to 1.8 minutes. Again, the physician stated that the device was functioning properly. The clinic notes also indicated that the pt had obstructive sleep apnea. The severity of the sleep apnea, and the relationship to vns therapy was not noted. A battery life estimate was performed and indicated that the battery is not at end of service. The neurologist declined to provide add'l info.